Event description:
The reporter used this toothbrush for 10 days. He normally uses a different brand. He nicked his gum above a lateral tooth and it has never healed. The reporter feels that the saw-tooth design of the bristles contributed to his nicking his gum which led to recession of his gum. The rptr stated that the toothbrush works fine if the teeth are brushed up and down only, but the saw-tooth design is not compatible with brushing round and round as he does. Event date shown as june or july 1993.